Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the proximal femoral nail a (pfna) surgery on (B)(6) 2012, the doctor tried to insert the 80 mm compression blade into the patients femoral bone. The doctor could not insert and remove the blade from the protection sleeve as the two were jammed together. The doctor attached a 85 mm blade on the removal instruments and then implanted the 85 mm blade. The surgery completed successfully. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to a device marketed in the USA. Reviewing the manufacturing and material documents shows no deviation to the specifications. No product fault could be detected. The devices were received and confirmed to be jammed. The investigation of the complained devices shows that the blade was hit into the protection sleeve at the wrong angle under excessive hammering. As the direction was not aligning, the blade stuck inside. This is indicative of a handling error.